Event description:
The suspect meter showed variations in test results when compared to the lab. The results are as follows. Inratio was 7.3. Corresponding lab test result performed 25 minutes later yielded an inr of 10.0. No treatment was administered based on test results. Further follow-up to be performed.

Event description:
The suspect meter showed variations in test results when compared to the lab. The results are as follows: inratio was 7.3. Corresponding lab test results performed 25 minutes later yielded an inr of 10.0. No treatment was administered based on test results. Further follow-up to be performed.